Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced insulin flow blocked alarm. The customer's blood glucose value was unknown. The customer reported many issues with the alarm. The customer declined to troubleshoot. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. Device passed selftest, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. Device was received with minor scratched lcd window and case.